Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician has reported that many years following an intraocular lens (iol) implant procedure, the iol needs to be repositioned. Additional information has been requested.